Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n257361, implanted: (B)(6) 2011, product type accessory; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer. The patient was not able to communicate with the programmer or recharger. The patient last felt stimulation a few days ago, and the last successful charge session was a few weeks prior to the call on (B)(6) 2015. The patient also reported getting injections for having arthritis and pain in their knees. They wanted to use spinal cord stimulation (scs) to relieve the pain. Event information suggests that the arthritis and knee pain was not the intended target for the scs system, as the related medical history was chronic low back pain. A supplemental report will be submitted if additional information is received.